Event description:
A (B)(6) year old male patient called zoll customer support to report that one of his batteries wasn't charging. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't charge) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a shorted r3 resistor. The root cause for the shorted resistors could not be positively identified. No adverse event resulted from the shorted resistor. The patient received a replacement battery pack.